Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection start-up, flow and occlusion testing were performed. According to the investigation the customer's reported problem could not be duplicated. Service's replaced the pump interconnect board and speaker and performed pm calibration and ran all functional tests which passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited system failure acu watchdog. No patient involvement reported.